Event description:
It was reported that a user experienced no glucose readings from a dexcom g7 continuous glucose monitor (cgm) and the agent instructed the user to toggle the sensor settings and re-enter the sensor code, after which the sensor began pairing. Symptoms included an absence of glucose data with no reported adverse clinical symptoms. Outcomes included user inconvenience and temporary loss of continuous glucose monitoring data with no health impact. User support included guided troubleshooting and education. Investigation of this case revealed a brief sensor communication issue with the responsible device not conclusively identified, and the issue resolved after app and sensor reinitialization steps. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or connectivity factors that resolved with standard troubleshooting.